Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately seven years following the implant of this transcatheter aortic bioprosthetic valve, an unspecified valve failure occurred and the patient experienced heart failure and hemodynamic instability. The patient was evaluated for a potential valve-in-valve procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately 7 years following the implant of this transcatheter aortic bioprosthetic valve, an unspecified valve failure occurred and the patient experienced heart failure and hemodynamic instability. The patient was evaluated for a potential valve-in-valve procedure. Additional information was received that the patient has not been scheduled for a procedure.

Manufacturer narrative:
Updated data: b5. H5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately 7 years following the implant of this transcatheter aortic bioprosthetic valve, an unspecified valve failure occurred and the patient experienced heart failure and hemodynamic instability. The patient was evaluated for a potential valve-in-valve procedure. Additional information was received that the patient has not been scheduled for a procedure. Additional information was received that the valve failed due to stenosis. Additionally, plaque, pannus, and thrombus formation inside of the valve frame was confirmed. No treatment has been scheduled.

Manufacturer narrative:
Corrected data: a4 - patient weight corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.